Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand, and caller declined to provide information about blood glucose impact. There was no adverse reported impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code occurred again, and caller acknowledged instructions.